Manufacturer narrative:
No button error alarm was noted. However up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that while she was inputting information, the button error alarm occurred. The customer did not recall any significant events leading up to the button error alarm. Customer stated that she changed the device's battery, and the button error alarm persisted. Blood glucose level was 122 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.